Event description:
User facility reports that one home hemodialysis pt experienced symptoms of hemolysis approx 5 hours into an 8 hour dialysis treatment. Symptoms included chest pain, back pain and abdominal pain. Pt was subsequently hospitalized. Pt was released from hosp in 8/2003 and has since returned to regular home treatments. The pt and the user facility have not determined a cause of the hemolysis. All equipment and supplies used for this hemodialysis treatment are being investigated. No problems were found with the dialysis machine, water supply, carbon tank, ph, or machine temperature. No visible defects were noted on the blood tubing set.